Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to the customer's blood glucose level. No additional patient or event information was provided.

Manufacturer narrative:
Additional information was received on december 27th, 2022, stating that the distributor confirmed that the pump was able to be turned on and multiple malfunctions were verified to have occurred. H6: removed 1476, added 1503.